Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple altitude alarms. Customer reported an elevated blood glucose level of 525 (mg/dl) and administered an injection to treat bg level. Subsequently, the customer's bgs decreased to 49 (mg/dl); however the customer indicated this may be due to factors unrelated to the reported event. Customer will continue to use pump and injections for diabetes management.